Event description:
It was reported when the device was used during a laparoscopic sigmoid procedure, deep anastamosis, the red safety could not be opened. After shaking the instrument, the safety detached. Instrument stapled but couldn't be opened again. Safety couldn't be activated. Perforated bowel -an artificial anus had to be made. Had to convert to an open procedure. One device was discarded.